Event description:
It was reported that a few days after implant, the patient showed a pericardial effusion with a decrease in thresholds. Physician believed that perforation occured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A lead stiffness test was performed and found to be within specification.